Event description:
Patient reported that his current infusion set is leaking. Additionally, he reported recurrent occlusion errors with infusion sets, from this lot. He indicated that, due to the frequency of the errors, his blood glucose has been elevated (approx 300mg/dl). He was able to resolved the concern by switching to another lot of infusion sets.